Event description:
It was reported that prior to use, the tracheal cuff did not deflate. Cuff was pretested prior to use. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No fault found. The reported defect could not be detected on the returned sample.